Event description:
On 06th jan 2026, it was reported by a distributor via email that for a swivelock ar-8978p lot 15219012 eyelet was broken during socket preparation. This was detected during use in a tfcc procedure on (B)(6) 2026. The procedure was completed successfully with an additional swivelock & no fragment was left inside the patient. Bone density test was not performed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.